Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure was completed by formatting the hard disk. The philips field service engineer (fse) inspected the system onsite and confirmed the hard disk full error message on screen. During troubleshooting, the fse found the problem with image data model. The fse performed database consistency repair test and recreated image storage. After the database consistency repair and recreation of image storage, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not expose. There was no reported patient or user harm. Philips has started an investigation of this complaint.